Manufacturer narrative:
Correction: please retract this report 2017865-2022-49019, the same issue was previously reported as 2017865-2022-49023.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post paced t wave oversensing on the pacemaker. No changes or interventions were performed. The patient was in unknown condition.